Event description:
Literature was reviewed regarding the predictive value of aortic valve calcium volume for paravalvular leak (pvl) after transcatheter aortic valve implantation (tavi). The study population consisted of 59 patients who underwent tavi with a third-generation medtronic self-expandable valve (evolut pro or pro+). During the study, the authors observed 9 cases of mild-moderate pvl, 3 cases of moderate pvl, and 7 cases of moderate-severe pvl. Ultimately, the authors findings led them to conclude that patient aortic valve calcium volumes were ¿significant predictors¿ for pvl after tavi with evolut pro/pro+ valves. No additional adverse outcomes were noted in the article.

Manufacturer narrative:
Citation: isomatsu d, sato a, muto y, et al. Predictive value of aortic valve calcium volume measured by computed tomography for paravalvular leakage after transcatheter aortic valve implantation. Int heart j. 2024;65(1):63-70. Doi:10.1536/ihj.23-298 earliest date of publication used for date of event. Medtronic products referenced: evolut pro (product code npt, PMA# p130021) and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.